Manufacturer narrative:
It is unknown if the sample is available for evaluation. A follow-up report will be provided once additional information is received from the complainant.

Event description:
"PICC in use, receiving peripheral parenteral nutrition, 3.5 ml/h. At the time the speech therapist came to evaluate the newborn, she saw that the PICC was broken in bed. PICC ruptured near the oval disc."

Manufacturer narrative:
H3 other text: placeholder.g

Event description:
Follow up.